Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(4) displayed fault code "42" (force overload tripped) error message was not confirmed during the initial functional testing but confirmed during archive data review. No device malfunction was observed during the testing, and the autopulse platform worked as intended. During visual inspection of the autopulse platform, the front enclosure was observed cracked at the front end area. This observation is unrelated to the reported complaint and appeared to be the characteristics of mishandling such as a drop. The front enclosure was replaced to address the observed issue. Additionally, noted the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate, unrelated to the reported complaint. The cause for the sticky clutch could be due to the normal use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring was performed to remedy the sticky clutch plate. The autopulse platform passed the initial functional testing without any fault or error. Load cell characterization test was performed and confirmed both load cell modules are functioning within the specification. A review of the autopulse platform archive was performed, and data showed fault code "42" (force overload tripped) error message occurred, thus confirming the reported complaint. The fault code 42 error message indicates the motor was on for too long during active operation and the load force monitoring circuit detected too much force applied on the load plate(s) check before the initiate take-up was performed. As the customer reported, the lifeband was not retracted, due to one side of the lifeband being twisted and becoming jammed in the roller/skirt area, this would have resulted in the customer reporting fault code 42 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The autopulse platform sn (B)(4) was used to resuscitate a patient in cardiac arrest. The crew turned on the autopulse platform, pulled up on the lifeband (lot # unknown), and pressed the green start/continue button to start chest compressions. However, the lifeband was not retracted, and the platform displayed a fault code 42 (force overload tripped) error message after the first compression followed by the same error after the first compression during the second attempt. Per the reporter, the lifeband band "came off", the end of liner on the band was forced from the locking tape attached to the hinged belt guard on the lifeband. Manual CPR was performed during the troubleshooting. After replacing the lifeband, the autopulse platform was functional. No consequences or impact to patient. Please see the following related MFR reports: MFR 3010617000-2021-00993 for autopulse lifeband.